Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the MRI tech said the patient was getting ready to have MRI and started to feeling burning/hot sensation in her back during the locator scan. Technical services (tss) asked, caller confirmed patient was in MRI mode and showed full body eligibility. The patient said the discomfort has gone away. Tss reviewed MRI info. The healthcare provider will attempt to scan one more time and stop if she feels it again. Rep reported patient experienced her battery pocket burning during MRI. Patient has fallen a couple times and was sent for MRI. The issue was resolved.